Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached for vendor evaluation. The most likely cause for the reported failure can be attributed to misuse of the device due to damage to the device.

Event description:
It was reported on 10/20/2021 by a facility representative via (B)(4) that an ar-600sagmis saw attachment does not grab the blade and that complicates the cut. This was discovered during a case with no patient harm.